Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: tasp bottom- mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The ztr documents the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. A definitive root cause cannot be determined. Complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the instrument was returned and reported fractured. There was no known patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.